Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called feeling shaky and sweaty due to accidentally infusing 47.1 units of insulin. The customer stated, she was connected during the manual prime. The customer stated that her blood glucose reading was as low as 56 mg/dl. The paramedics were called to the customer's home for assistance. The paramedics stayed with the customer and contacted her medical doctor. Nothing further was reported.